Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown female patient underwent a right typical atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. It was reported that during a right sided typical ablation case, a perforation of the right atrium occurred while ablating the cavotricuspid isthmus, after a steam pop occurred. It was discovered by pressure dropping and confirmed utilizing flouro and ultrasound. A pericardiocentesis was performed and it is not known how much fluid was extracted. The patient was sent to the or for surgery. The patient was reported to be in stable condition. The physician believes the steam pop might of caused the injury to the patient. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure; steam pop causing perforation. The patient outcome of the adverse event is improved. The patient did require extended hospitalization because of the adverse event as the patient was sent to surgery. A carto stockhert gmbh. Sn: (B)(4) (loaner) generator was used in the event. Prior to adverse event there was a transseptal puncture performed with an abbott nrg needle. Prior to noting the cardiac tamponade ablation was performed. There was evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was low flow, 2ml drip, and 8ml during ablation. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, and visitag. The parameters for stability used for the visitag were 3 seconds, 3 stability, 25% 3 grams. No additional filter was used with the visitag. Tag index color option was used prospectively. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 19-apr-2022, the product investigation was completed. It was reported that an unknown female patient underwent a right typical atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30707784l number, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)